Event description:
Complainant alleged that while attempting to treat a 43-year-old male patient, the device would intermittently not power up. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the suspect device and battery used during the reported event will not be returning to zoll. No log files are available to review from the device. It was also indicated that the device is back in service and operating as expected.